Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed, the top case chipped and cracked, and the battery missing. A review of the event history log found no evidence of the reported problem in the history. Functional testing using the flow test duplicated the reported problem. The root cause of the problem was due to wear of the motor assembly. The motor assembly was replace to resolve the problem. This problem was considered normal wear as the pump was over 7 years old. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that the pump made a motor grinding sound. No additional information available. No patient injury was reported.